Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc, which markets the devices in the u.s.

Event description:
It was reported that he underwent a total hip arthroplasty in 2007, in which he received a durom acetabular cup. Post op, patient experienced pain and patient underwent revision surgery in 2008.